Event description:
Kimberly-clark corp rec'd notice on 02/07/2000 alleging that during 01/2000, pt experienced fever and sunburn rash. Pt was diagnosed with toxic shock syndrome. Pt was allegedly using kotex super plus menstrual tampons.